Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, complication in site preparation (fracture of the vestibular bone cortex).